Manufacturer narrative:
Event date is approximate, the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the patient was having a little bit of leakage. The patient has dementia and isn't always able to tell them how to use the equipment. The caller wanted to know how to use the handset and communicator and how to recharge the stimulator. The patient said they had never really tried to figure out how to recharge the stimulator. They hadn't recharged since they go it. The patient went to the doctor on (B)(6) 2021, and started to leak a week to 10 days after that. The patient said the doctor recharged her for 3-5 minutes in the office. Patient services walked the caller through how to use the communicator and handset and connect to the stimulator. The patient got por. They then hooked the patient up to the recharger and it said my therapy was off, excellent connection, and 40% charge. Patient services had the call ER connect back to the handset and stimulator and walked them through how to turn the therapy back on. The patient was on program b at .4. Patient services then had them hook back up to recharger. The patient was able to get therapy turned on and able to hook up to recharger and went from 40%-50% by the time they hung up. Patient services explained that they need to recharge until it hits 100% and that they should recharge once a week on average of 20 minutes.